Event description:
The account stated that they calibrated their cd3200 cs analyzer with cell-dyn 22 calibrator lot 3099. They are intermittently seeing platelet control results running toward the marginal lower side of the mean. There have been no suspect patient results involved.

Manufacturer narrative:
On-market instability for platelets with cell-dyn 22 calibrator lots 3098 and 3099 is being experienced. The calibrator could read higher by at least 10% on the cell-dyn ruby and as much as 22% on the cell-dyn 3200. If this calibrator is used and the calibration factor on the instrument is adjusted, a negative platelet sample bias could result. As a precaution, lot 3100 was also removed from use. Investigation into the cause of this instability is in progress. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.